Event description:
It was reported that during a vats lobectomy procedure the device partially fired on lung tissue on first and second firing. Buttressing material was not utilized. Had to force the device open after firing. Had to force the jaws open. The tissue was damaged and bleeding, patient converted to open. Procedure was completed with same like device. No other patient consequences were reported.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Results: damaged anvil. The analysis results found that one device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. The device closed and opened properly during testing. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, no anomalies were noted with the internal components. A 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.